Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. Upon receipt, device will be evaluated and a follow up report will be forwarded to the FDA.date implanted - (B) (6) 2007, exact day unknown.

Event description:
It was reported that patient underwent partial knee replacement procedure in (B) (6) 2007. Subsequently, a revision procedure was performed on (B) (6) 2010, due to a failed knee. The components were removed and replaced with a total knee. No further information has been provided to date.